Event description:
Caller states patient tested 3.6 inr on the coaguchek xs system; she was taken to the hospital for difficulty breathing and diagnosed with an infection. A comparison lab returned as 5.6 inr and she is currently receiving vitamin k for her high inr and antibiotics for her infection. Patient's condition is improving. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because used strips were returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.